Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that gas flow could not be controlled properly due to faulty first pressure reducer and gas leaked due to a faulty electro-pneumatic proportional valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited the average flow value was low due to defective first regulator unit and the secondary tube had gas leakage due to defective electropneumatic proportional valve. There were no reports of patient involvement.